Manufacturer narrative:
H6 - health effect clinical code: 4581 - residual prescription. (B)(4)

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It was noted there is residual prescription. The surgeon then notes they will perform lasik and not remove the lens to resolve the issue. Lens remains implanted.